Event description:
It was reported that the customer was connected to pump and inadvertently delivered insulin to self during fill tubing. Customer's blood glucose level was 211 mg/dl but dropped down to 160.

Manufacturer narrative:
The t: slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.